Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 8/4.0 mm balloon ruptured at 8 atms on the second inflation. (The number of atms reached on the initial inflation is unk). The lesion being treated was a calcified, 75% stenotic lesion in the proximal lad coronary artery. The physician used a terumo introducer sheath for vascular access and an athlete soft guidewire and a 6 fr mach1 fl4 guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.